Event description:
On february 8, 2006, I used a thermacare heatwrap produced by p&g. This product was prescribed to me by my doctor. I applied the heat wrap as directed and placed it on my abdomen. Approximately one hour later, my nanny discovered me sweating and suffering from a very high fever. I woke up when she entered and discovered that the pad had burned me and I was feeling extremely ill. I contacted my doctor and was advised to go directly to the hospital. At the hospital, they diagnosed me with having suffered 2nd and 3rd degree burns. To this day, a still have my bandages changed by a nurse and will need to undergo plastic surgery. I have photos which I can provide upon request. It should be noted that the product says I can use the pad for up to eight hours and while sleeping. I used it for one hour and suffered grotesque scarring and tremendous pain. My life has changed drastically because of this.